Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion into the patient, the catheter was pushed too hard, and the guide came off. The catheter looped and twisted. A double guide and additional wire were used to remove the catheter as a system together with the guidewire and guide catheter. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Investigation results: device analysis findings: returned product consisted of an opticross hd. The telescope was observed detached, imaging window twist and kink. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: it was found evidence to suggest that the device was used in a manner inconsistent with the labeled indications. According to the instructions for use (IFU), the motor drive unit (mdu) must be off during the insertion of the device until it reaches the region of interest. According to the investigation completed as part of CAPA-00008129 opticross catheter twist complaints, the mdu must be on during the insertion of the device into patient's body to cause a twist event. The IFU contains detailed device information and instructions for the device use, and there is no evidence of any issue with the translation, wording, or graphics of the IFU/labeling information. Investigation conclusion: this investigation has been assigned an investigation conclusion code of "failure to follow instructions." This conclusion is supported by the following objective evidence: during product analysis, an imaging window and drive cable were found twisted. Per the investigation completed as part investigation phase of CAPA-00008129 opticross catheter twist complaints, it was identified that the increased torque transmission and torque strength of the hubble drive cable leads to high enough torque build up in the event of an imaging window kink to cause a twist event, only when the catheter is advanced with the motor drive unit (mdu) on into patient's anatomy. Even though it is confirmed or not confirmed that the catheter was advanced into patient's body with the mdu on or off, the material twisted is evidence of advancing the device into patient's anatomy while rotating. According to the instructions for use (IFU) indications, the mdu shall remain off when inserting the device into patient's body. Based on this, failure to follow instructions is the assigned cause code of the material twisted.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During insertion into the patient, the catheter was pushed too hard, and the guide came off. The catheter looped and twisted. A double guide and additional wire were used to remove the catheter as a system together with the guidewire and guide catheter. The procedure was completed with another of the same device. There were no patient complications.